Manufacturer narrative:
Corrected fields: h6 (impact code). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to duplicate the failure. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by the customer, the cs300 intra-aortic balloon pump (iabp) unit fail testing k6a and k7a.